Manufacturer narrative:
Visual examination of the returned used device found the wire bent and broken off approximately one (1) inch from the needle tip. The broken needle was found inside the sheath. The wire dimension was found at .0029 inches. Examination performed, it is suspected the device was misused due to the wire being bent and the needle being broken off the wire. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A 2 year lot history review conducted found 2 complaints for this lot number and failure mode. Device history record and lot history record reviews found no abnormalities that would contribute to this issue. (B)(4). Per the instructions for use, the user is advised the following: when removing the instrument from the pouch, uncoil but do not stretch; check to be sure the needle tip is retracted into the metal hub so there is no danger of damage to the scope while passing the instrument through the channel. Never force the instrument into the channel. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the mw-222, cytology needle, broke inside the sheath during the procedure (it did not fit properly inside the sheath). After several attempts, the needle could be used. During the procedure the needle came out of the endoscope, it was found that it was no longer connected to the device. Although it states the procedure was extended, no length of delay was indicated. This report is being raised based on device malfunction with potential for injury upon reoccurrence.